Event description:
A customer reported a leaking infusor elastomeric device. This event did not involve a patient. No additional information is available.

Manufacturer narrative:
(B)(4) - this lot was manufactured between april 16, 2013 and april 18, 2013. The cause of the leak was determined to be due to an inadequate ultrasonic weld of the volume indicator. A review of the batch records was performed. During the manufacturing of this lot a condition related to the reported condition was found. The lot was reworked in order to correct the issue. All release criteria were met prior to the release of this lot. This issue has been escalated to CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. The initial evaluation confirmed the reported condition of a leak, as a leak was noted at the welded area of the volume indicator port located inside the housing. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.